Manufacturer narrative:
Customer evaluated device.

Event description:
It was reported to philips that the paddle set needs to be replaced due to a hole in the cable. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.